Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q3/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Additional information received indicates that the system was explanted due to swelling and pain in the device implant site. It was reiterated that there was no infection and no vegetation on the lead. No adverse patient effects were reported.